Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that there were monopolar issues with the system, as indicated by question marks appearing when attempting to activate monopolar energy. The user had already attempted to resolve the issue by swapping out the instrument energy cable, but the problem persisted. The user continued with the procedure as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to monopolar issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis, and the issue could not initially be confirmed using system logs. However, during the failure analysis process, the reported issue was successfully replicated. When installed on the system, the unit exhibited instrument recognition problems specifically on monopolar coag or monopolar port 2, while bipolar 1 and 2, and monopolar 1 all operated normally. The instrument detection service routine was performed, confirming that monopolar 2 failed to detect instruments entirely. The erbe will be sent to the original equipment manufacturer (OEM) for further analysis. The probable root cause could not be determined; however, the cause is likely due to a component failure within the operation of the erbe.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c0201 - electrical/electronic component problem identified.

Event description:
Refer to h11 for follow-up information.